Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A 6f introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0mmx20mmx135cm (4f) sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 10 atmospheres after a duration of 30 seconds. The procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).